Event description:
Additional information received reported that the patient had her implantable neurostimulator (ins) surgically placed deeper into the pocket in october. It was stated that the pain at the site of the ins 'had not improve significantly' and the patient was still experiencing a 'degree of discomfort'. The patient met with a company representative and it was stated the 'site appeared to be healing'. The patient was reprogrammed for better coverage, which was achieved. It was noted that the patient was 'happier'. No further information was provided.

Event description:
It was reported that the patient had a revision surgery on (B)(6) 2012 in order to move the "pocket from one side of the body to the other per patient's request." It was noted that the current voltage was 2.98 v and the longevity estimate was 69 months. It was noted that the patient turns the device off at night and the implantable neurostimulator had "16 months of on time." Additional information received reported that the patient felt the implantable neurostimulator (ins) was "too superficial and was un comfortable." The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37744, serial# (B)(4), product type programmer, patient (B)(4).